Event description:
It was reported that a revision surgery was performed due to aseptic arthritis.

Manufacturer narrative:
The polyethylene insert had burnished areas on the articulating areas that were likely caused by wear in the articulation zone from anticipated use. It was reported that the implant was revised for prolonged effusion and suspected septic arthritis. Based on this analysis, the contribution of the implant to the revision was not determined.